Event description:
The reporter indicated an alleged software and/or implantable cardioverter/defibrillator malfunction observed during attempted implant. With the implantable cardioverter/defibrillator in the pocket, a ventricular fibrillation was performed and the first shock failed to covert the ventricular fibrillation. Upon selecting stat shock function on the programmer, the screen "froze up" and no shock was delivered. A back-up reset was performed.